Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Patient ID. Age and weight not provided for reporting. Unknown when non-union started. This report is for an unknown screw locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Original surgery date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a revision surgery on an unknown date for removal one 5.0 mm distal locking screw in order to dynamize the construct to induce callus formation and subsequent healing as there was a delayed union. The patient was originally implanted with a tfn nail, a helical blade and one 5.0 mm distal locking screw for treatment of proximal femur fracture on (B)(6) 2015. The screw was removed intact and uneventfully. No other information is available. This complaint involves three (3) devices. This report is 1 of 3 for: (B)(4).